Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient passed away. The patient underwent a system replacement on (B)(6) 2018. The cause and date of death are unknown; however, the implanting physician did not believe the cause was related to the product. The physician was unable to provide any further information.